Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2012 at 11:50:19 with a drain volume of 11128ml during cycle 4. The maximum programmed fill volume is 2600ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was an unexpected high ultrafiltration for therapy compared to other therapies.